Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the site called into tech support to report that it was impossible to move the endoscope and instrument. There was no error message was found in the logs. The site stated that they undocked before moving the table, but the issue was still present. The caller confirmed that there was no connected table wired or wireless. The technical support engineer (tse) asked caller to hide the infrared area on the patient side cart (psc). The tse then guided caller to hard power psc, the surgeon side cart (ssc) fiber had also been reseated on a free port. There was the same issue with another endoscope. Press and action on ssc were visible on log but surgeon stated that he could not move endoscope and camera. The tse also asked to change the surgeon account. Nothing relevant found in the logs. Error found, but it can be less likely related is the 31226 pointing to fiber issue on path ec/vp. The tse then guided caller to hard power cycle every unit present in the vision side cart (vsc) and reseat fiber between vp/core: behavior remained the same. The tse informed the customer that they have attempted all of the troubleshooting steps. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no breakdown of the system, it was a customer misuse. The clinical sales representative has clarified the situation with the customer.

Manufacturer narrative:
The issue was resolved with the phone support. An intuitive surgical, inc. (Isi) field service engineer followed up with the site and noted that a software update would correct the system. No product was expected to be returned.